Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 7 months. The device is expected to be returned for evaluation. It has not yet been received. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went to the emergency department following a pump stoppage event. The patient changed out their system controller and shortly afterwards heard intermittent beeping which seemed to correspond to a low speed operation in the history. The patient was asymptomatic. X-ray images provided showed two suspicious areas. On (B)(6) 2016, the percutaneous lead was replaced without incident. A short time after the repair, the vad coordinator stated that the patient was still experiencing low speed and pump stoppage events when connected to the power module patient cable. A damaged wire on the internal portion of the percutaneous lead was suspected. An ungrounded patient cable was sent to the customer. On (B)(6) 2016, the patient's pump was exchanged.

Manufacturer narrative:
Approximate age of device - 6 years and 8 months. Additional information. A portion of the percutaneous lead was returned for evaluation; however, it was reported that the pump would not be returned. Device evaluation: the report of low speed operation and pump stoppage events was confirmed based on the information contained in the submitted system controller log file. Multiple low speed and pump stoppage events were captured in the log file, associated with pump power elevations while the system was supported by batteries. Based on manufacturer¿s previous complaint experience, the captured events appeared consistent with a potential percutaneous lead (lead) issue. However, the location of the suspected driveline short could not be determined. Approximately 23 inches of the lead was returned for evaluation following the external portion/ distal end lead replacement. Examination of the lead segment found breakdown of the braided shield on the majority of the lead segment; however, electrical continuity testing of the lead segment did not reveal any discontinuities or shorts. Visual inspection of the underlying wires did not reveal any insulation damage or wear. The lead was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation and the test did not reveal any insulation breaches that would have contributed to an electrical short. The location of the suspected wire damage could not be determined during the evaluation of the returned portion of the lead. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. Photographs were provided by the hospital following their evaluation. Photographs of the dissection showed a kink in the lead adjacent to the pump end bend relief. The braided shield at the kink showed breakdown, which is consistent with repetitive flexing. Photographs of the wires showed that the insulation at the end of the red wire was removed. The conductors directly adjacent to the red wire insulation appeared blackened, which is consistent with an electrical short. A breach in the red wire insulation could have contributed to some of the observed pump stoppages while the system was operating on the power module. However, the majority of the pump stoppages captured in the submitted log files occurred while the system was operating on batteries, which would have required damage to a second wire. No additional wire damage was visible in the submitted photographs. No further information was provided.

Event description:
Additional information: it was reported that -pump stoppages continued to occur following the distal end percutaneous lead (lead) replacement, especially when the patient bent over. The patient was reportedly an obese delivery man who often had to bend over. It was reported that chest x-rays showed that there was a small kink just distal to where the driveline is connected to the pump internally. The hospital decided to exchange the pump through a subcostal incision on the patient&#38112;left side. It was reported that any pressure on or movement of the driveline caused the pump to stop during dissection of the patient. The patient was placed on a femoral-femoral bypass for the pump exchange. It was reported that the driveline was cut in order to remove the pump. The cut was reportedly made very close to where the kink in the driveline was located. When the external layers of the driveline were removed, it was reported that the braided shield layer fell apart into crumbs and it could be seen that the braided shielding had severely deteriorated due to repeated bending. A black mark was reportedly observed at the end of the red wire, which was suspected to be the site of a spark and shorting of the wire. It was reported that the short to shield was suspected to be due to repetitive bending of the driveline as evidenced by the breakdown of the braided shielding.